Manufacturer narrative:
While advancing a smart control sds to a moderately calcified and heavily tortuous 95% occluded lesion in the left superficial femoral artery the physician encountered large resistance and removed the sds. After removal, it was noted that the distal tip was frayed and the sds was replaced with another product. The procedure was completed successfully without patient injury. The device appeared normal before the procedure was prepped normally. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 14148123 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Event description:
During pta of a 95% occluded lesion in the left superficial femoral artery that was moderately calcified and heavily tortuous, a smart control sds (catalog number c06100ml) was advanced toward the lesion but was removed once because of the large resistance experienced and heavily tortuous vasculature. As it was noted the distal tip was frayed, the sds was replaced with another product. The procedure was completed successfully without patient injury. Access was made contralaterally. The device appeared normal before the procedure was prepped normally.